Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. This report is for one (1) unknown 2.4 mm variable angle (va) locking screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for locking screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, on an unknown date, using an unknown synthes plate and 2.4 mm variable angle (va) locking screws to repair an unknown distal humerus fracture, the surgeon reported that the locking screw would not lock into the plate and would "spin" in the bone. In addition, the surgeon reported that the pilot hole in the bone was stripped and that the screw head has sunk into the recess of the plate. The surgeon does not use the torque limiting attachment and stated that he tightens the screws "tighter than other surgeons". There was a delay of unknown length while the surgeon removed the malfunctioning screw. The surgeon completed the surgery using different screws at another location in the plate. The surgeon theorized that it was possible that the screw being inserted "bumped into" or made contact with other implanted screws and this changed the trajectory of the screw, contributing to the malfunction. Concomitant devices reported: synthes plate (part #: unknown, lot #: unknown, qty. 1). This report is for one (1) unknown 2.4 mm variable angle (va) locking screw. This is report 1 of 1 for complaint (B)(4).